Event description:
Reporter (patient's family member stated that the patient had been receiving elevated blood glucose results (375 - 380 mg/dl), while using the suspect device. Reporter indicated that, due to elevated readings, patient had not been eating normally. Reporter stated that, on 2 occasions (dates not provided), patient phoned emergency medical services, for tretment of low blood glucose. Reporter noted that patient recently experienced a "diabetic coma" (diagnosed by reporter ) and is currently hospitalized, for treatment of blood glucose concerns. Patient was reportedly treated with a glucose injection. Reporter indicated that a level one quality control test was performed within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.